Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited foreign material at the distal end of the biopsy channel. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the date of manufacturing. H4.

Event description:
No additional information received from the customer.